Event description:
A recent download from a male pt revealed several "battery charger fault" flags. Further review revealed the these flags occurred on both battery packs. Support emailed the (B) (4) distributor to get the battery packs and battery charger exchanged. The distributor exchanged the pt's battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery pack (B) (4) - 12/2008; battery pack (B) (4) - 12/2008; battery charger (B) (4) - 12/2004. Device eval summary: device evaluations of battery pack (B) (4), battery pack (B) (4), and battery charger (B) (4) have been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was repaired and retested. Battery pack (B) (4) was fully functional. It was retested and restocked. Battery pack (B) (4) was full of water. The pt may have dropped this battery pack in water. The battery pack was scrapped. No adverse event resulted from the damaged charger or battery pack. The pt received replacement charger and battery packs.